Manufacturer narrative:
This medwatch is for the aviva system. Reference medwatch with (B)(6) for the compact plus system. Will not be returned to manufacturer.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 67 mg/dl (compact plus) and 118 mg/dl (aviva). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, customer has discarded strips. Replacement was sent.